Manufacturer narrative:
Event date: date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-02444. It was reported that the patient underwent surgical intervention on (B)(6) 2022 during which two additional leads due to ineffective therapy. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.